Event description:
The customer reported that the on button on their device was intermittent. The device was reported to not power on consistently and the customer also reported that when the device was able to be powered on, it would not power off when the on button was pressed. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer has advised physio-control that they have ordered a replacement main keypad assembly for repair. Once proper device operation is observed through functional and performance testing, the device will be returned to the end user for use.the device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The customer advised physio-control that replacement of the main keypad assembly did resolve the reported failure. After proper device operation was observed through functional and performance testing, the device was returned to the end user for use.